Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer. No additional information was provided and the customer declined troubleshooting with tandem technical support.